Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The following bwi devices were in use: carto 3 (14630), stockert (s/n unknown), cool flow pump (s/n unknown), cs catheter (d135304, 17019726m), and a quad catheter (f5qa005ct, lot number unknown). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that during a left-sided ischemic vt case, the catheter got caught in the st. Jude sheath and was bent 180 degrees in the patient¿s groin. Caller reported that this was noticed and confirmed on fluoroscopy. The patient was taken to vascular surgery and was reported to be in stable condition. Upon receipt, the catheter was visually inspected customer returned catheter with one 8 fr and one 9 fr st jude sheaths. The catheter was inspected and the shaft was separated in three sections. Additionally, electrode 6 was damaged and pebax had reddish material similar to human blood inside it. However, no external cuts or torn were observed and the reddish material most likely entered through the first cut made close to the tip dome. The catheter transitions were inspected and no external damages were observed. Due to the returned catheter conditions, a deflection test could not be performed. However, some x ray pictures were taken on the deflection mechanism, there is no evidence of the deflection mechanism being jammed or damaged. The x ray and the dissection of the catheter showed the ferrules, deflection puller wires and tension stops were in its proper place within the handle. T bars were still anchored in the slots. Additionally, the outer diameters of the catheter were measured and the device failed on electrode 6 since it was damaged. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Additionally, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence of any catheter malfunction that could contribute to the reported event. IFU states to use a preface sheath (8 fr) or any 8.5 fr. Customer confirmed that physician used an 8 fr st. Jude short sheath, which is not recommended. The reported customer complaint cannot be confirmed since the evidence did not suggest any catheter malfunction.

Event description:
It was reported that during a left-sided ischemic vt case, the catheter got caught in the st. Jude sheath and was bent 180 degrees in artery in the patient¿s groin. This was noticed and confirmed on fluoroscopy and the patient was taken to vascular surgery and was reported to be in stable condition. The physician¿s opinion on the cause if this adverse event was the curve (puller wire) may have broken and catheter could not be straightened.